Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "patient under recommended age at time of implantation". Additionally, healthcare professional reported left side capsule contracture, baker grade unknown. Healthcare professional also reported "muscle deformity"; this is not device related. Device has been explanted. This record is for the left side.

Event description:
Device has been explanted and discarded after surgery.